Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly and became unresponsive. The customer's blood glucose level was impacted (305 mg/dl). Manual injections were used to correct the customer's elevated bg level. It was indicated that the customer would use a backup insulin pump as alternate insulin therapy until the replacement pump was received.